Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to remove an o-ring from the pneumatic tap and clean the area, after which the cartridge was successfully reloaded, allowing the customer to resume insulin therapy.